Manufacturer narrative:
Approximate age of device - 5 days. Manufacturers investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4), did not reveal any device-related issues. A direct correlation between the pump and the reported events could not conclusively be established through this evaluation. (B)(4) was returned assembled with the pump cable severed at the terminus of the bend relief and the remainder of the pump cable was returned. The modular cable and outflow graft clip were also returned. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files were retrieved from the returned device appeared to have captured the device operating as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas IFU lists thromboembolism, hemolysis, renal failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was originally reported that large amounts of lv thrombus were removed from the pump on (B)(6) 2019. On (B)(6) 2019 patient present with acute hematuria; with elevation in ldh elevated from 475 to 5,568 overnight. There were normal vad parameters and no alarms. The pump was exchanged on (B)(6) 2019; new pump is now (B)(4). After exchanging the flushing out the old pump, no thrombus in the pump was found. It was then noted that the large amounts of thrombus were removed from the heart prior to pump implant. Log files were analyzed and there were no unusual events noted within the log files and the pump appears to be functioning as intended. Patient remains in critical condition and has acute kidney injury requiring continuous renal replacement therapy (crrt), methemoglobinemia, and right ventricle failure requiring inhaled nitric oxide.